Manufacturer narrative:
To date, the device involved in the reported incident has not been received fir eval. An investigation has been initiated based upon the reported info.

Event description:
A1108 triad skull clamp was reported to have slipped on a pt causing a "cut".